Event description:
Patient's representative reported "capsular fibrosis" (baker grade unknown) and "device leakage". Additional reported event of cancer (unclear on the device reported at this time) is not device related. Affected side is unknown. The device was explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number: 9617229-2023-05057. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.